Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports that he perceives noise and crackling with the using the device when the processor is on or off. While performing in situ measurements, he perceived a noise described like a sound box on and off".

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reports that he perceives noise and crackling with the using the device when the processor is on or off. While performing in situ measurements, he perceived a noise described like _a sound box on and off". Re-implantation has been recommended. Despite requested, no additional information could be yet retrieved.

Manufacturer narrative:
Conclusions: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturers experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user reports that he perceives noise and crackling with the using the device when the processor is on or off. While performing in situ measurements, he perceived a noise described like a sound box on and off". The user has been reimplanted.